Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. (B)(4).

Event description:
Additional information from the nurse was received. She indicated the connection between the cassette and the drain bag tore off. As consequence, the cassette was leaking and balanced salt solution liquid run out.

Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. The used returned sample was visually inspected; there were no obvious defects and the elastomers on the cassette were in place. Upon further inspection; in returned condition, the cassette did not exhibit any evidence that fluid may have leaked from the pump elastomer. A full internal pressure leak test was then conducted on the cassette utilizing an external pressure source and no leakage was detected. A console representing a current software version was then used to test the sample. The sample could prime, tune, and pass intraocular pressure calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. The infusion, irrigation, and aspiration performance was tested at specific data points and met specification. After functional testing no leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Sample retained by company representative. (B)(4).

Event description:
A nurse reported the cassette was leaking during a procedure and the balanced salt solution was running out. There was not patient contact or harm. Additional information has been requested but not received.